Manufacturer narrative:
Concomitant medical products: dtma1d4 crtd, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that under-sensing on atrial lead causing false termination of some atrial tachycardia/atrial fibrillation (at/af) episodes were observed. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.